Manufacturer narrative:
Corrected data additional codes upon review, an annex f code was inadvertently omitted from the initial medwatch and was added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 34mm transcatheter bioprosthetic valve, during the fluoroscopic inspection of the valve load, no infold of the valve frame was detected. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 25mm non-medtronic balloon. Following the bav, upon the first deployment attempt, the valve was under expanded and an infold of the valve frame was noted. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. The valve and dcs were replaced. A new valve and a new dcs were prepped. A second valve was loaded onto a new dcs, during the fluoroscopic inspection of the valve load, no evidence of an infold of the valve frame was observed. During the second deployment attempt, normal expansion was noted but the implanting physician determined that the implant position was too high on the left coronary cusp. The valve was recaptured and redeployed at a lower implant depth. Upon the second deployment attempt, the valve was seriously under expanded and it was determined to have an infold of the valve frame. The valve was recaptured into the dcs and withdrawn from the patient. It was noted via visual inspection, the deployed valve on the back table had a large infold of the valve frame. Subsequently, a third 29mm non-medtronic valve was deployed without issue. The patient was stable at the end of the procedure. No adverse patient effects were reported.

Event description:
Medtronic received information that prior to the implant of this 34mm transcatheter bioprosthetic valve, during the fluoroscopic inspection of the valve load, no infold of the valve frame was detected. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 25mm non-medtronic balloon. Following the bav, upon the first deployment attempt, the valve was under expanded and an infold of the valve frame was noted. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. The valve and dcs were replaced. A new valve and a new dcs were prepped. A second 34mm valve was loaded onto a new dcs, during the fluoroscopic inspection of the valve load, no evidence of an infold of the valve frame was observed. During the second deployment attempt, normal expansion was noted but the implanting physician determined that the implant position was too high on the left coronary cusp. The valve was recaptured and redeployed at a lower implant depth. Upon the second deployment attempt, the valve was seriously under expanded and it was determined to have an infold of the valve frame. The valve was recaptured into the dcs and withdrawn from th e patient. It was noted via visual inspection, the deployed valve on the back table had a large infold of the valve frame. Subsequently, a third 29mm non-medtronic valve was deployed without issue. The patient was stable at the end of the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutfx-34, serial/lot #: (B)(4), ubd: 20-oct-2024, UDI#: (B)(4). Product analysis: both of the devices associated with the event were discarded and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.